Manufacturer narrative:
(B)(4). The field service engineer solved the problem by replacing the blown fuses.

Event description:
The customer reported that there was no power on the system while pt was in room. The system was initially working and then just shut down and no power is going to the unit at all. It was not powering up anymore.